Manufacturer narrative:
(B)(4): information not available, device not returned for analysisshould the information be provided later, a supplemental medwatch will be sent

Event description:
It was reported that during a transplant procedure, the resident noticed 3 to 4 burn marks (1st or 2nd degree) on the patient's belly and did not notify the surgeon. Topical treatment was applied to the patient. The degree of the burn is unknown. No other details are available. The device was discarded.the device had been laid on drapes that were covering the patient's belly.